Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery the femoral array was bumped and it was noticed right away during anterior cut and confirmed after the case that there was a femoral notch. Femoral cuts were off on the anterior chamfer, anterior cut (which notched), posterior chamfer and posterior cuts. After the cuts - rechecked the arrays and realized the arrays had been bumped. Cuts were off on anterior cut greater than 3mm, ant chamfer cut was off likely less than 3mm and post cut were off by more than 3mm. Re cuts were done manual when trial femur would not fit. During trialing, the component was off on the anterior chamfer. Surgeon took a freehand saw to make trial fit. The robot was mounted to the cart. There was no delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿femoral array was bumped and it was confirmed after the case there was a femoral notch. Femoral cuts were off on the anterior chamfer, anterior cut (which notched), posterior chamfer and posterior cuts. After the cuts - rechecked the arrays and realized the arrays had been bumped¿. The velys array set knee was not returned to depuy synthes. However, the log file review was performed by the systems team on the involved velys base station (B)(6) confirmed the reported complaint condition. According to the review of the logfiles, the investigation found that there was considerable array movement during anterior chamfer cut. Also verify check point was able to pass before femoral cuts began, but after all the femoral cuts completed, verify checkpoint was deviating from required threshold value and thus array movement could be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.